Event description:
It was reported that on (B)(6) 2010, after a 2.5x15 promus rx stent was advanced and deployed in the mid left anterior descending (lad) coronary artery at 16 atmospheres (atm) for 30 seconds, the stent appeared to be underexpanded; during deployment, the patient experienced angina, which resolved when the deployment balloon was deflated. To treat the under expanded stent, post -dilatation was successfully completed using a choice floppy guide wire and a 3.0x12 non-abbott balloon via inflation to 18 atm for 20 seconds, resulting in a final timi 3 flow. In (B)(6) 2012, the patient presented with angina and had reportedly discontinued prescribed medications; electrocardiogram and enzyme testing revealed no remarkable results and patient restarted medications. On (B)(6) 2012 , the patient presented with chest pain and was re-admitted to the hospital due to in-stent thrombosis of the promus stent with 100% lad occlusion, confirmed via angiography. Dobutamine stress test also revealed ischemia of the lad. Echocardiogram also yielded a positive result for myocardial ischemia in mid-distal lad and tachycardia at 100 to 120 heart rate. On (B)(6) 2012, the patient was treated via advancement of a pilot 50 guide wire with marked difficulty when wiring the lesion, following by advancement of a non-abbott balloon with marked difficulty; angioplasty was completed, resulting in timi 2 flow. Intravascular ultrasound (ivus) revealed in-stent restenosis of the promus stent implanted in the lad. The in-stent restenosis was treated via deployment of a 2.5x22 and 2.5x14 non-abbott stent.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: while both in-stent thrombosis and restenosis were initially reported, confirmation was received that only restenosis had occurred, not thrombosis. No adverse patient effects occurred during use of the pilot 50 guide wire mentioned in the initial report. The left anterior artery was not tortuous and its lesion was not calcified. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Post-dilatation of the non-abbott stents was performed using unspecified balloons and a 4.0x8 nc trek balloon, resulting in a final timi 3 flow. The patient was discharged on (B)(6) 2012 in good condition. No additional information was provided. Fractional flow reserve was performed with a 6f xb lad 4.0 guide catheter and a 0.014in/300cm radi wire with results of 0.82 to 0.84. On (B)(6) 2012: dobutamine stress test also revealed ischemia of the lad; left ventricular end diastolic pressure = 20 to 22 mmhg; left ventricularogram=normal ejection fraction while mid and distal anterior wall and anteroapical wall have mild hypokenesis; angiogram revealed 100% lad occlusion. Echocardiogram = positive for myocardial ischemia in mid-distal lad and tachycardia at 100 to 120 heart rate. On (B)(6) 2012: intravascular ultrasound revealed in-stent restenosis. On (B)(6) 2012: repeat echocardiogram performed due to heart rate 110 to 128, but test was negative for pericardial effusion. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.